Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first attempt in deploying the pipeline did not achieve optimal positioning. The physician tried to reposition but had to pull all devices out of the patient. The phenom catheter was damaged: there was a hole and looked like an accordion. The devices were to be replaced, and there was no patient harm indicated. The patient was undergoing surgery for treatment of an aneurysm in the left internal carotid artery. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were hydrated per the instructions for use (IFU). A bit of friction was felt when passing the difficult curve in the proximal internal carotid artery (ica) and wanted to reposition the flow diverter. However, it was hard to retrieve it into the phenom 027. The flow diverter felt as though it got stuck about 2 mm outside the microcatheter. This is when it is believed that the hole occurred, because the microcatheter moved over the flow diverter and it wire like an ¿accordion¿. The flow diverter did not move at all and we took it all out. The procedure was complete with coiling remodeling technique. The patient was reported not to have woken up after the general anesthesia. The MRI one day after the intervention showed small embolic lesions. The patient is doing better and at home, although it took some time.